Manufacturer narrative:
B5- the reporter indicated that a 13.7mm, -9.50/3.0/101, implantable collamer lens was damaged during loading. There was no patient contact. A replacement lens was implanted successfully, problem resolved. It was reported that the cause of this event was user error and that the device did not fail to perform as intended. For cause details the reporter stated, "lens got damaged while loading it with the loading forceps into the cartridge." Claim # (B)(4).

Manufacturer narrative:
Pt info: unk. PMA/510k: this product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.7mm, vticmo13.7, -9.50/3.0/101, implantable collamer lens was damaged during loading. There was no patient contact. Cause of event is unknown. If additional information is received a supplemental medwatch report will be submitted.